Event description:
It was reported there was a possible header issue during the implant procedure as there was difficulty inserting the right ventricular (rv) lead pin into the connector port of the cardiac resynchronization therapy defibrillator (crt-d). When lead was connected to the header, there was a high out of range pacing impedance reading on the device. The lead was pulled out of the header and checked one through the analyzer and the lead¿s sensing, impedance and threshold was within normal limits. The lead was inserted back into the header and once again the impedance reading was high out of range. The lead was pulled out again and re-inserted and the device read all measurements normally. It was uncertain if there was an actual header issue with the connection part of the device or if the lead was not inserted in the whole way. The crt-d and rv lead were implanted and remain in use. No further issues were observed during the post-operative check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.